Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 517 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, vomiting, stomach aches and difficulty walking. Once at the hospital the patient was treated with intravenous fluids as well as insulin. Upon removal of the pod the patient reports the cannula was found to be bent. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.